Event description:
The pump motor stalled. The devices, patient signs/symptoms, interventions taken, outcome and drug in the pump at the time of the e vent were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).